Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer reported false non-reactive alinity I anti-hbc ii. The customer further communicated that multiple patients had a positive viral load and were reactive for hbsag. The customer provided the following data for (B)(6) 2026: sample ID (B)(6) hbsag result was 3.1. Sample ID (B)(6) hbsag result was 1.1. Sample ID (B)(6) hbsag result was 88. Sample ID (B)(6) hbsag result was 75. Sample ID (B)(6) hbsag result was 8. Sample ID (B)(6) hbsag result was 128. Sample ID (B)(6) hbsag result was 5.18. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.